Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unlocked j2/lcd keypad connector. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test and self test or verify no delivery alarms due to completely broken reservoir tube lip. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: broken reservoir tube lip, missing reservoir tube o ring, corroded keypad trace, cracked case at the reservoir tube window corners, cracked reservoir tube window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. In conclusion, unable to verify no delivery alarms due to completely broke off reservoir tube lip on 5 series, unable to perform any testing. No button error alarm during testing. However, intermittent button response was confirmed due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received unexplained no delivery alarms, the buttons were unresponsive and the buttons were sticky. The customer also reported damage to the reservoir compartment. The customer reported no adverse event. The event involved product(s) unomedical, unk_reservoir, mmt-551nas. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for unk_reservoir. No product return is required for mmt-551nas.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.